Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified popliteal artery. A 3.0 mm x 15 mm wolverine peripheral cutting balloon was selected for use. During the procedure, the balloon ruptured upon initial inflation at 10 atm. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. There was no patient injury and the patient was in good condition after the procedure.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.